Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. This lead was returned to boston scientific post market quality assurance laboratory severed in 3 segments, 2 of which were excessively damaged at explant, this made tests unable to be performed on them. The lead tip is missing, not returned. The associated investigation has determined that this lead's tip separation during removal results from a mixture of lead handling, patient anatomy, and lead design. Continuity test and stylet insertion test were performed on the terminal segment only and passed, indicating intact conductors and no blockage in the lumen. Visual inspection showed significant calcium deposits (calcification) on the lead tip. The high impedance, high capture thresholds and device damage allegations were confirmed, based on the observation of calcification at the lead tip (deposits of calcium on cardiac lead electrodes have been shown to increase lead impedance) and excessive damaged on the returned segments.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to high pacing impedance and high capture threshold measurements. The lead came apart in 6 pieces during the explant procedure. The physician was not happy with the explant process of this lead. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to high pacing impedance and high capture threshold measurements. The lead came apart in 6 pieces during the explant procedure. The physician was not happy with the explant process of this lead. This lead was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to high pacing impedance and high capture threshold measurements. The lead came apart in 6 pieces during the explant procedure. The physician was not happy with the explant process of this lead. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. This lead was returned to boston scientific post market quality assurance laboratory severed in 3 segments, 2 of which were excessively damaged at explant, this made tests unable to be performed on them. The lead tip is missing, not returned. Continuity test and stylet insertion test were performed on the terminal segment only and passed, indicating intact conductors and no blockage in the lumen. Visual inspection showed significant calcium deposits (calcification) on the lead tip. The high impedance, high capture thresholds and device damage allegations were confirmed, based on the observation of calcification at the lead tip (deposits of calcium on cardiac lead electrodes have been shown to increase lead impedance) and excessive damaged on the returned segments.